Event description:
Medical device related injury and open areas found under nasal cannula on bilateral upper ears during skin rounds. Redness and scant moist drainage noted. Protective polymem dressing placed on each site. Rn and rt notified. Westmed; comfort soft plus adult cannula; ref # 0556; latex free.